Event description:
The customer reported to olympus, the video processor displayed error codes: b30, e315 and e216 (scope communication errors) that occurred with different endoscopes. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The subject device was moved to the facility's repair department. Once there, the pins on the socket were cleaned. The connection cable between the cv & clv was secured tightly. Following those adjustments, the endoscopes were retested and the early error codes were not reproduced. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6- impact code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.